Event description:
It was reported that during a total laparoscopic hysterectomy procedure, a generator error occurred and the device was cleaned and when activated, the generator displayed replace instrument. The blade then fell off outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.